Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for a week due to peritonitis. During follow-up, the patient reported they are recovering from the peritonitis and they continue to improve daily. The patient¿s abdominal pain has resolved, and they continue to perform ccpd utilizing the same liberty select cycler as before the events with no concerns. The cause of the peritonitis remains unknown, and they are currently still receiving antibiotics (drug, dose, duration not provided) through their mid-line (intravenous) daily. Subsequent attempts to obtain clinical information from the pd registered nurse (e.g., culture/cell count results, causality, medications) have thus far proven unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Limited information precluded a more comprehensive clinical investigation. However, despite the serious adverse events the patient reported they continue to utilize the same liberty cycler set without any reported issue. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty cycler set can be excluded as the cause of the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Supplement cassette - no lot, no sample plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for a week due to peritonitis. During follow-up, the patient reported they are recovering from the peritonitis and they continue to improve daily. The patient¿s abdominal pain has resolved, and they continue to perform ccpd utilizing the same liberty select cycler as before the events with no concerns. The cause of the peritonitis remains unknown, and they are currently still receiving antibiotics (drug, dose, duration not provided) through their mid-line (intravenous) daily. Subsequent attempts to obtain clinical information from the pd registered nurse (e.g., culture/cell count results, causality, medications) have thus far proven unsuccessful.